Event description:
It was reported that the device was explanted (specific date not reported) due to an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.